Event description:
Patient was admitted for implant surgery on (B)(6) 2019. The implant procedure was uneventful but patient experienced what appeared to be an aspiration event, or laryngospasm in the recovery room resulting in a negative pressure pulmonary edema and was taken to the ICU. He also had encephalopathy and delirium tremens manifestations. He required multiple extubations and re-intubations, during a prolonged hospital stay. Patient was given antibiotics due to positive blood cultures and coliform in his sputum, but there was no sign of infection around the implanted device, which is still implanted but has not been activated. Due to prolonged confusion and delirium patient was prescribed seroquel with a low-dose of haldol. He had weakness of the right hypoglossal nerve, experienced swallowing difficulties and was given tube feeds via a nasogastric tube. On (B)(6) 2019, he was feeling better, was working well with physical and speech therapy, and he was deemed appropriate for discharge. Between august and december, he continued to recover and at the time of his last visit on (B)(6) 2019 he was ambulating, swallowing, and was speaking well with normal tongue mobility. (Same event as report # mw5094693).